Event description:
The customer's daughter reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the report was 200 mg/dl. Troubleshooting was performed and found that the display was missing segments. The time on the insulin pump was off by eight hours. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.